Event description:
During baxter's functionality testing it was found that a spectrum pump had a constant upstream occlusion alarm. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The identified "upstream occlusion" alarm was confirmed and reproduced during evaluation. Evaluation found the upstream occlusion alarms to be caused by a failed upstream sensor. The failed upstream sensor was replaced.